Event description:
Patient scheduled for iron infusion for 3 hours. Infusion completed within 1 1/2 hours. No patient injury.

Manufacturer narrative:
The device evaluation is underway. Results will be reported when the evaluation is completed.